Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
(B)(6) clinical study. It was reported that chest pain, myocardial infarction (mi), and in-stent restenosis (isr) occurred. In (B)(6) 2012, the patient was diagnosed with mi and unstable angina, and coronary angiography was performed on the same day. The target lesion was a de novo lesion located in the ramus artery with 0% stenosis and was 15mm long with a reference vessel diameter of 2.5mm. The target lesion was treated with direct stent placement using a 2.50x20mm promus element plus drug-eluting stent with 0% residual stenosis. Two days later, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2016, the patient presented with chest pain during sleep, which is a burning type pain radiating to the right arm and was hospitalized. On the same day, site reported an event of mi and coronary angiography was performed. Fifty percent (50%) in-stent restenosis was identified in the study stent in ramus. Another 95% stenosed de novo lesion in the mid right coronary artery (rca) was treated with deployment of a drug-eluting stent. Three days later, the event was considered resolved and the patient was discharged on the same day.

Manufacturer narrative:
Describe event or problem updated and corrected. Relevant test/lab data updated. (B)(4).

Event description:
It was further reported that myocardial infarction (mi) and chest pain are not related to the study device. During the index procedure in (B)(6) 2012, the target lesion had a 100% stenosis, but not 0% as previously reported. In (B)(6) 2016, the patient was admitted to the emergency room with chest pain that awaken him from his sleep which was described with a pain scale of 5 out of 10. Upon administration of the nitroglycerin, the pain improved to a pain scale of 1 out of 10.